Event description:
Article entitled: ¿comparison of earlier functional recovery in total hip arthroplasty patients using a direct anterior approach or posterolateral approach¿, by zhao haiyan, et. Al., peer reviewed abstract, provided as open access article awaiting publishing, has been reviewed. Authors sought to compare the impact of surgical approach on soft tissues and post-surgical recovery, utilizing direct anterior approach (daa) versus posterior lateral approach (pla). The study captured 35 patients who received primary total hip arthroplasties using daa, and 33 using pla. Depuy pinnacle acetabular cups and either corail or trilock femoral stems were utilized as implants (no other details, such as model of acetabular liner or femoral head, use of acetabular screws, nor specific product or lot code information were provided¿cases were not broken out into specific patient case number or identified by age and gender either). The study found that inflammatory markers (serum creatine kinase (ck), c-reactive protein (crp), erythrocyte sedimentation rate (esr), interleukin-6 (il-6)), pain scores, and harris hip score results were all significantly better in the daa group. Additionally, cup position was less anteverted, and blood loss was reduced, compared to the pla group. Length of operation was longer in the daa group. Length of stay was shorter in the daa group versus pla. Conclusion was that once surgeons were over the learning curve for performing the more complex daa total hip arthroplasty, the surgical and post-operative recovery results were significantly superior to those using pla. There was one reported surgical complication: in the daa group (femoral implant component was not specified), an intraoperative nondisplaced bone fracture of the greater trochanter requiring open reduction internal fixation with a t-plate and a follow-up abductor arthroscopy. 3 months post-op, the fracture was healed with no additional issues. There were no intraoperative pla complications, and no post-operative complications in either group. Intraoperative non-displaced greater trochanteric bone fracture requiring orif and hip arthroscopy.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.